Event description:
A baxter engineer reported a pump that failed an accuracy test. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative.